Manufacturer narrative:
(B)(4).

Event description:
It was reported that this system was explanted due to a pocket infection. A non-boston scientific system was implanted approximately two weeks later. The patient expired approximately three weeks post-implant. It was noted that they also had covid-19. No allegation was made against the implanted system.